Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additional information received clarified that there were no patient complications. There is no information regarding the procedure outcome. Based on the information available, the cause that contributed to the reported event cannot be established. The manufacturer has reviewed all information and determined that since the procedure was not aborted and there was no information to reasonably suggest that the malfunction could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur, this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the console made an alarm noise when turned on and could not be used. The patient treatment was delayed. There were no patient complications.

Event description:
It was reported that the console made an alarm noise when turned on and could not be used. The patient treatment was delayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.